Manufacturer narrative:
Complaint was reopened as (B)(4) as first revision operation notes were provided relating to (B)(4). X-ray images and implant images were previously provided, and confirm the reported implant fracture. Medical notes from (B)(6) 2011 were provided and reviewed as part of this investigation. During revision surgery, neck fracture was noted. Etching was noted on the femoral neck. Stem was solidly fixed. Based on the information provided to date, summary of previous investigation (under (B)(4)) still applies. Based on the information received and the investigation performed, the root cause of the complaint is unchanged : the root cause of the neck fracture is the etching located on the neck. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient had undergone revision surgery due to stem fracture.the surgeon revised the corail stem and femoral head. The explants will not be available. The patient requested to keep them. 2nd revision surgery reported under (B)(4). Update rec'd 01 december 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision osteolysis in the region of the calcar was also encountered. At this time the femoral head is being added to the complaint and reported.